Manufacturer narrative:
Continued initial reporter, zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "hardening of breast" (capsular contracture, baker grade unknown). Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "hardening of breast" (capsular contracture, baker grade unknown). Device has been explanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii.